Event description:
The customer initially reported that the instrument jaw separated from the device. They then changed to another instrument and completed the procedure without incident. There was no pt injury and nothing fell into the pt cavity. On return of the device for eval the jaw wire was found to be bare.

Manufacturer narrative:
(B)(4). Two devices were returned. Examination of one of the instruments revealed, one of the jaw wires was bare. The insulation of the wire was peeled back. The wire may have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument. The IFU states: carefully insert and withdraw instruments from cannulas to avoid possible damage to the devices and/or injury to the pt. Examination of the second instrument revealed the jaw had separated from the seal plate. Not enough adhesive was applied during the supplier's process. This supplier is no longer used.